Manufacturer narrative:
Section d10: concomitant products glenosphere locking screw (cat# 320-15-05 / serial# (B)(6). Humeral liner, 38mm, +0 (cat# 320-38-00 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately seven years post initial left tsa, the 70 y/o male patient was revised due to heterotopic ossification. Patient's glenosphere and liner were revised to exactech devices. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or photos. The devices are not available for evaluation as they were disposed at hospital.

Manufacturer narrative:
Additional information: h3 - according to the information provided, approximately seven years following the initial left tsa, the patient was revised due to heterotopic ossification. The patient's glenosphere and liner were revised. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the heterotropic ossification and subsequent revision is likely due to patient conditions. H6 - health effect clinical code, component code, investigation codes. Corrected information: h6 - health effect clinical code.